Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called and spoke with a representative. It was discovered that one of the boxes of 30 catheters don't have the sure grip on it and the patient received the wrong types of catheters 53616. Put in a pu ex to send out a replacement rh53616g. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called spoke with representative. It was discovered that one of the boxes of 30 caths don't have the sure grip on it and the patient received the wrong types of caths 53616. Put in a pu/ex to send out a replacement rh53616g. Unclear if medical intervention was provided. No additional information provided.